Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A user facility reported that while a machine was powered on a stream of smoke began to appear from the user interface board. The biomedical technician checked the machine for melted wires and inspected the motherboard. The biomedical technician indicated he would replace the user interface board. No further information is available and the user facility has been contacted for follow up.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. After three attempts to gather further info, a fax letter was sent to the customer, but no further info is available at this time. No parts were returned; an evaluation could not be performed. A search in (B)(4) (complaint tracking system) for serial number ((B)(4)) found no other complaints with the reported symptom burning smell. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.